Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 356-357 mg/dl and high levels of ketones. Cause was not known. Customer administered a manual injection, and changed cartridge and infusion set multiple times to address bg and ketones. Recommendation was made to consult with a healthcare provider regarding diabetes management.